Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily insulin injections as a backup therapy while awaiting the replacement pump, which was to be sent by technical support. The caller was provided instructions on putting the pump into storage mode and returning the faulty pump within 10 days, which they understood and acknowledged.